Event description:
It was reported the powerpicc solo at insertion broke at the yellow plug where the stylet enters, the stylet sits at an angle and the nacl leaks when the PICC line is flushed through.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2393 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage at the t-lock assembly and an offset stylet wire was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The sample appeared free of obvious use residues. The stylet was offset in the silicone cap of the t-lock assembly, leaving the center hole empty. Microscopic inspection of the t-lock assembly confirmed that the stylet wire was not inserted through the center hole in the silicone cap. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during flushing, a leak was observed at the stylet wire exit site from the silicone cap. The leakage and irregular appearance of the t-lock assembly was caused by the wire being inserted incorrectly through the silicone cap during device manufacture. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported the powerpicc solo at insertion broke at the yellow plug where the stylet enters, the stylet sits at an angle and the nacl leaks when the PICC line is flushed through.